Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1:patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set leakage in (B)(6) 2025 the leakage was from the tubing. No further information is avaliable.